Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated with two different programmers. It was further reported the carelink web was checked and the problem is with the programmer. The icm remains in use. No patient complications have been reported as a result of this event.